Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubble and no delivery alarms. Customer's blood glucose level was unknown. It was reported that the size of the air bubble was 2cm. Customer stated air bubbles occurred after 12 hours. Customer performed high pressure test and it was passed. Customer stated after changing the reservoir issue was resolved. The reservoir will not be returned for analysis.